Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, the distal end of the gw lumen was extending out which appeared to be a break initially but is rather folded inward. The marker band was present and appeared to be undamaged. No anomalies noted to the handle or gw port. Upon microscopic visual observation, it was noted the core wire within had a break, however the middle portion uniting the breaks was not present. There was also multiple holes and tears on the outer catheter along with peeling of the outer catheter. No break was present in the gw lumen. The marker band had peeling over it and the distal tip of the sheath had peeling. It was also noted the tip had burnt marks on one side. No functional testing required due to the alleged complaint fracture. Therefore, the investigation is confirmed for the reported fracture as the corewire was noted to be fractured. And the investigation is confirmed for the identified peeling as the peeling over the marker band and distal tip were noted. Also, the investigation is confirmed for the identified hole and tear as the holes and shaft tear was noted to the catheter shaft of the catheter. A definitive root cause for the reported fracture and identified peeling, hole, tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using crosser iq ultrasonic. During the procedure, the physician reported that the vessel lost power. Upon removing the catheter and found the catheter was snapped inside, slightly protruding from the catheter.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure. During the procedure, the physician reported that the vessel lost power. Upon removing the catheter and found the catheter was snapped inside, slightly protruding from the catheter.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has been returned to manufacture for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.